Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that upon opening during a right hip procedure, the liner appeared to have two chips in it. No adverse effects to the patient.

Manufacturer narrative:
The device was not returned for evaluation. An event regarding a packaging issue involving a trident 0° insert trial 36mm was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no devices were returned for evaluation. Medical records received and evaluation: not performed as a clinical review would not be of value to the investigation, no adverse consequences to the patient were reported device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the exact root cause of the event could not be determined because the device was not returned for evaluation. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened. Not returned to manufacturer.

Event description:
It was reported that upon opening during a right hip procedure, the liner appeared to have two chips in it. No adverse effects to the patient.